Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram connector was broken and the device powers up with a file error. It was also noted that the system fan was noisy, the floppy disk drive was damaged, the door was missing, the stylus was broken, and the mic assembly was not responding.

Event description:
It was reported that the programmer won't power on. The programmer was returned for servicing. No patient involvement was reported with this event.